Event description:
It was reported that during normal device exchange surgery, this right ventricle lead experienced insulation damage. Due to the patient being dependent it was decided that lead should be explanted. The lead was successfully explanted and another device was implanted instead. No further adverse effects were reported.